Manufacturer narrative:
(Other) - failure to expand. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
In early 2008, it was reported to boston scientific corporation, that a procedure to place an ultraflex esophageal covered stent occurred. According to the complainant, the lesion was a four centimeter stenosis in the middle esophagus. After the stent implantation, a suture was noted at the stent flare before the flare was fully extended. No resistance was noted when the stent was deployed. There were no complications and the patient's condition was reported as "good."